Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd needle experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Needle blocked.

Manufacturer narrative:
H6. Investigation: customer returned one (1) used 31gx5mm bd pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd needle experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Needle blocked.